Manufacturer narrative:
The reported event of header anomaly was not confirmed. Final analysis found that as received the device was returned. Electrical testing was performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was successful. Patient was in stable condition.